Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer stated that the auto mode feature of insulin pump was inactive. Customer was advised to treat the high blood glucose and blood glucose level went to 97 mg/dl and then after 15 min it was at 93 mg/dl. Customer also experienced low blood glucose and they were treated with juice and blood glucose level went to 136 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they were neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer did not alleging insulin pump was over delivering. Customer did not recalls about insulin dripping or squirting from end of infusion set before connecting at their site. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.